Event description:
New information notes the patient was asymptomatic. The lead continued to exhibit noise. Noise was not able to be reproducible with provocative arm movement testing. The lead remained implanted and the patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.